Manufacturer narrative:
The user facility reported that the complaint item was discarded during the revision surgery and therefore not available for review by the manufacturer. The user facility reports that the revision was successful and the patient has been discharged from the hospital in stable condition. Without a known lot number, review of the manufacturing records cannot be performed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Device thrown away due to biohazard.

Event description:
Surgeon was inserting allograft implant in prepared disc space and while adjusting it in the desired position, the plate and spacer disassociated causing the allograft to crack. All pieces were removed from the site and the surgeon was able to place a new implant with no issues. Total delay for the surgery was 20 minutes.

Manufacturer narrative:
The device was not available for evaluation as it was discarded as a biohazard within the hospital. A review of the manufacturing records did not identify any issues which may have contributed to this event.